Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivery. Customer¿s blood glucose was 334 mg/dl at the time of incident and current blood glucose was 338 mg/dl. Customer treated with manual injection. Cannula was bent. Customer advised to check for protruded, loose, sticking out or flush drive support cap and drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer stated that the issues with scarred tissue, hardened tissue or stretch marks. Troubleshooting was performed. Insulin pump will not be returned for analysis.